Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (dose, frequency and route not reported). At the time of this report, the patient was not recovered from the peritonitis event and due to the peritonitis, the patient was scheduled for pd catheter removal. It was reported that, removal of the peritoneal dialysis catheter was scheduled to take place one week after peritonitis onset and on the same day, the patient would be switched to hemodialysis. On an unreported date, extraneal and physioneal therapies were discontinued. At the time of this report, the patient remained hospitalized, the peritonitis was not resolved, and the patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.